Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the operator indicated that "the ends just came off." It was not specified how hemostasis was achieved. There was no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: it was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the femoral artery using a perclose proglide device. Reportedly, during device deployment through a 5-french sized access site, when the needle plunger was retracted no suture line was present as the suture line did not connect to foot. The device was removed and the suture of another proglide device was deployed. After conclusion of the aaa repair procedure, the knot from the proglide device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no suture line being present after the needle plunger was removed was confirmed because the needle plunger was removed first before it was depressed. The analysis of the returned device indicates that deployment of the plunger did not occur because the needle tip and rail end were found inside the guide tube. This is consistent with the plunger being pulled instead of deploying it to capture the cuffs. Per proglide instructions for use (IFU), the smc device placement section, operator is instructed to deploy the device as indicated. Continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significantly, change, gently adjust the angle of the device to stop blood marking. While maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Do not attempt to redeploy smc needles in the event of failure to capture suture. Cut the suture from the anterior needle distal of the link. Use of the quickcut suture-trimming mechanism located on the handle is optional. Relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device down to its original position. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.